Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results within the risk stratification range generated by the access 2 immunoassay system for one patient sample. Repeat testing produced lower results within the normal reference range of the assay. The patient presented with chest pains. Due to the clinical presentation of the patient in combination with the erroneously elevated accutni result, the patient was administered 60units/kg of heparin as treatment and the patient remained hospitalized after the treatment.

Manufacturer narrative:
The patient sample was collected in a 4.5ml lithium heparin plasma sample tube. Qc was performing within the customer's established limits on the day of the event. System checks performed on (B)(4) 2011 and the day of the event passed within instrument specifications. A field service engineer (fse) went on-site (B)(4) 2011 and replaced a cracked home sensor on the incubator belt and verified belt alignments after correcting the belt alignment by one step. Fse verified mixer speeds, system vacuum pressures and adjusted the luminometer voltage and verified hardware by performing a passing high sensitivity system check within instrument specifications. The repairs performed by the fse resolved the issue. The following MDR documents the other patients involved in this event. The customer confirmed that the other patients had no change in treatment connected to this event. 2122870-2011-05474.